Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated with the apsiii programmer. The apsii programmer successfully interrogated the device, but measured data could not be obtained. After the device was replaced, interrogation was successful with the apsiii programmer but the current drain was >399ua. Blood was noted in the ventricular connector.